Event description:
Revision surgery- the patient complained of knee "dropping out" through normal gait. The surgeon decided to insert a thicker polythylene insert to further constrain the knee.

Manufacturer narrative:
The reason for this revision surgery was to remedy a loose and unstable joint after seven months of patient use. The outcomes attributed to this event are non-serious and hospitalization - initial or prolonged. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product; one piece was scrapped and not used in the lot. A review of the product complaint report history shows this is the 18th complaint for this part number: ten due to infection, four for instability/poor joint, one being loose, one for damaged threads, and one due to the surgical technique not being followed. This is the first complaint for this lot number. The root cause for the loose and unstable joint was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.